Event description:
A malfunctioning pump was reported by the customer, who experienced issues with maintaining a charge, receiving unprompted alerts, and the device dying. There was no adverse impact to the customer's blood glucose level. The customer was using a loaner pump and declined any follow-up from technical support, awaiting renewal of the original device.